Manufacturer narrative:
Device evaluation: the power supply was returned to the manufacturer for analysis. A visual inspection of the power control board revealed signs of heat damage and charred marks on resistors r10 and r11. There was observed charred marks on the other components around the damaged resistors, however, there was no indication of heat damage. No other discrepancies were observed on any of the other components on the power supply. An inspection on the power supply cable and power plug found no damages. Functional testing was performed by installing the received power supply into a working unit. The test unit powered on without any alarms or failures. The unit was placed into dialysis mode and observed. The temperature remained high (high temperature alarm) during dialysis mode. The power control board did not sustain any further damage during the testing. The heat damage on resistors r10 and r11 is a known indication of an ¿open¿ triac, which is known to cause temperature failures while damaging resistors r10 and r11. Resistors r10 and r11 are within the triac circuit. The damaged resistors r10 and r11 were replaced on the power control board. The resistance was measured on each line of the triac circuit and were ¿open¿. The triac from location mt1 to gate should not read as open. The triac was then replaced with a working triac. The functional test was re-run with the repaired power supply and no failures or alarms were encountered. The investigation into the cause of the problem was able to confirm the reported event. The evaluation of the complaint device by the manufacturer confirmed visual burn damage to the power logic board and functional testing confirmed that the resistors r10 and r11 sustained heat damage. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A biomedical engineer (biomed) at a user facility reported that the fresenius 2008k2 hemodialysis (hd) machine had been removed from service due to fluctuating temperature and high temperature alarms during set-up. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals as a result of this malfunction. During troubleshooting, the biomed observed discolored and burned resistors #10 and #11 on the power control board. The biomed stated that near these resistors were burned and blackened areas with black soot. There was no damage noted on any other components. There was no burning smell, smoke, flame, or spark reported. The power control board was the original fresenius machine part. The biomed replaced the power control board with a new fresenius board. When the new part was installed and the machine turned on, the biomed immediately smelled a burning smell and saw visible smoke and spark. There was no actual flame or fire. The biomed turned the machine off and the power control board displayed the same burn damage as the first board, which blackening at resistors #10 and #11. The biomed order a power supply to resolve the issue. The machine is currently out of service. No parts have been made available to be returned to the manufacturer for evaluation at this time. This submission is being filed for the second event of visible smoke and spark with burn damage observed on the replacement power control board.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). The unit was pulled from service for evaluation by the facility biomedical engineer (biomed) following the event. The biomed ordered a power supply to resolve the issue. The machine is currently out of service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.